Manufacturer narrative:
Other relevant device(s) are: brand name: micra / model #: mc1vr01-delsys / expiration date: 28-jan-2023 / serial#: (B)(4) /UDI #: (B)(4). Device available for evaluation: no / dev rtn to MFR? No / mfg date: 12-aug-2021 labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure for the leadless implantable pulse generator (ipg), the device perforated the right ventricle. The patient then coded and attempts were made to revive the patient but were unsuccessful.